Manufacturer narrative:
Device evaluation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. The blank screen was confirmed during testing. It was identified that the cause for the blank screen and burning smell was due to a burnt transformer on the inverter board. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patient¿s liberty select cycler was blank during treatment. The screen was not dim, however the cycler was making its normal sound. The button lights were lit and would make sound when pressed. The cycler was connected directly into an unshared three-prong wall outlet. The patient reported that the cycler was rebooted, however the problem persisted. The patient reported that the cycler was giving a chemical/plastic-like burning smell. The patient was unsure where the smell was coming from on the cycler. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. The patient reported that they had manual supplies for treatment. Additional information regarding the event was requested, however to date not provided. The cycler was returned to the manufacturer. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board was burned.